Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: patient reports throbbing, aching pain, swelling and pain when sitting. MRI shows adverse reaction and revision surgery is required but not scheduled yet.